Manufacturer narrative:
Continued e1 phone number : (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of granuloma and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and granuloma

Event description:
Healthcare professional reported "grade iii left breast capsular contracture", "radial elastomeric folds" and "silicone-induced granuloma" . Device remains implanted.